Event description:
It was reported that during an unknown procedure, the surgeon, who had prior experience with the device and was assisted by an experienced scrub team, performed the first firing and observed that staples deployed as confirmed on the reload but the cutting mechanism did not divide the tissue. The surgeon completed the division using cusa. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 6/25/2026. D4: batch # unk. Additional information was requested, and the following was obtained: there was no adverse effect to the patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished pve35a, with lot number a99p7g, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.